Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: e tlw1616c124ej, serial/lot #: (B)(4), ubd: 17-jul-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted during an endovascular procedure for the treatment of a 60mm abdominal aortic aneurysm. It was reported that at each follow-up the aneurysm had enlarged (80x66mm). Approximately 5 years post the index procedure, the physician decided to carry out an open conversion with removal of the endurant endograft. During the procedure a type ii endoleak was noted and a type iiib endoleak in the main body stent graft was identified. A non mdt device was implanted. As per the physician the cause of the type iiib is undetermined but the physician noted a problem with device durability. No additional clinical sequalae was provided and the patient is fine.

Event description:
An endurant stent graft system was implanted during an endovascular procedure for the treatment of a 60mm abdominal aortic aneurysm. It was reported that at each follow-up the aneurysm had enlarged (80x66mm). Approximately 5 years post the index procedure, the physician decided to carry out an open conversion with removal of the endurant endograft. During the procedure a type ii endoleak was noted and a type iiib endoleak in the main body stent graft was identified. A non mdt device was implanted. As per the physician the cause of the type iiib is undetermined but the physician noted a problem with device durability. No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
Concomitant medical products: product ID: e tlw1616c124ej, serial/lot #: (B)(4), ubd: 17-jul-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.